Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analysis of the returned device was inconclusive. Concomitant products: 694765 lead, implanted: unknown; a 4194 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being returned with no information.  The ICD subsequently tested out of specification during the manufacturer¿s analysis.  No patient complications have been reported as a result of this event.